Event description:
It was reported by the rep that the (1) al326 was used during an unknown procedure. It was reported that the upper jaw fell off inside the pt's abdomen. No other details were reported. 08/19/1999 rep reported that the piece was retrieved from the pt and the case was completed with another device. There was no consequence to the pt.